Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The device was removed with the normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).